Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H3, h6: the device lot number is unknown. Therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. The product was not returned to medtech orthopedics; however, photos were received for review. The photo investigation revealed that 03.019.006 insrt hndl for multiloc hum nling sys has a missing pin. Based on the provided evidence exact root cause can not be determined for missing part. However, the other reported allegation can not be confirmed. As evidence was not sufficient to support the evident of misalignment. Also, we cannot confirm the functionality issue from photo. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the product name would contribute to the complained device issue. Based on the investigation findings it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that patient underwent an orthopedic procedure on (B)(6) 2025. The insertion handle was missing a peg and the aiming arm would not line up properly without special attention and a drill assembly. There were no patient consequences.